Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. A fracture was suspected but unable to be confirmed via x-ray. This lead was surgically abandoned. Epicardial leads were successfully placed. No additional adverse patient effects were reported.